Event description:
It was reported an undefined battery charge error. Reportedly, issue resolved on its own. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.